Manufacturer narrative:
Integra has completed their internal investigation on 05/06/2013. Tests/measurements: visual investigation results: the contra angles returned were used, showing wear. When the angles were disassembled, the gears appeared to be worn. After receiving more information stating a screw fell out, the complaint is unconfirmed since both devices had the screws entact. Comments: there are no identification markings on the instruments to provide enough information to properly review the device history records. The contra angle was returned used, showing wear. The complaint is confirmed; the root cause is undetermined. Based on the reported information and the investigation results provided, integra considers - this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
Customer initially reports the device is defective. On (B)(6) 2013 customer (end user) reports that a screw fell off and into patient's mouth. The screw was retrieved with no harm but could have been swallowed per the customer.